Event description:
The customer reported, the live image on the monitor was intermittent. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The display adapter was replaced. The sys was then found to be operating as intended.